Event description:
It was reported that the patient experienced ineffective therapy following a fall. The patient has been inconsistent on the effectiveness of the device since implant, and the physician believes it is due to the patients cognitive abilities and mental health issues. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estiamted.